Event description:
During a ventricular tachycardia ablation procedure, a cardiac tamponade occurred. A transseptal puncture was performed using guided intracardiac echocardiogram and a transesophageal echocardiogram due to anatomical changes in the interatrial septum (hypertrophy). Difficulty was noted maneuvering through the left atrium to the left ventricular with the flexability catheter and the md opted to use a retrograde approach. During this approach, a cardiac tamponade was diagnosed by echocardiogram requiring at thoracotomy for drainage. The patient experienced severe hemorrhagic shock, severe systemic dysfunction refractory to measures of blood products, vasoactive drugs and intra-aortic balloon pump resulting in death. It was unknown when the perforation occurred, or which device caused the tamponade. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device. Further information regarding the event was requested but not received.

Event description:
Related manufacturer reference: 3005334138-2020-00362, 3008452825-2020-00417. During a ventricular tachycardia ablation procedure, a cardiac tamponade occurred. Following the transseptal puncture, when attempting the retro aortic technique, a cardiac tamponade was observed. The tamponade was confirmed by echocardiogram located at the left atrial appendage. It is unknown which device caused the tamponade. Defibrillation, cardiac massage and cardiac surgery were performed to treat the patient. The patient expired due to instable hemodynamics. There were no performance issues with any abbott device.